Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Left part of the tampon inside me- vagina [foreign body in reproductive tract]. Nausea [nausea] . Cramps- menstrual [dysmenorrhoea]. Come apart-tampon [device breakage]. Fever [pyrexia]. Case narrative: consumer reported via email that every tampon she used came apart. No serious injury reported.